Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided reset information, malfunction did not recur, caller was advised to continue using pump and to call back if any malfunction code returned, and caller acknowledged and understood instructions.